Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Upon visual/microscopic inspection of the returned subject device, it was noted that the stent stabilizer was found to be broken/fractured. The stent was returned in its pre-deployed state. The dry blood was noted within the stent and the stent delivery catheter. The stent was found to be intact. The stent stabilizer was found to be kinked/bent. The stent delivery catheter was found to be intact. During functional inspection the stent failed/unable to deploy functional test ¿ failed. It was difficult to flush the device due to dry blood within the stent and the stent delivery catheter. The device was flushed few times and significant amount of blood exited the stent delivery catheter. The stent could not to be deployed. The stent was pulled out from the distal end of the stent delivery catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failed/unable to deploy was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. The device was analyzed and the stent stabilizer was found to be broken/fractured and kinked/bent. The stent could not be deployed during functional test due to dry blood within the stent delivery catheter. An assignable cause of procedural factors will be assigned to the as reported 'stent failed/unable to deploy', as the issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the 'stent stabilizer broken/fractured during use' and 'stent stabilizer kinked/bent', as these issues appear to be associated with handling of the product or portion of the product during the procedure.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent stabilizer was broken/fractured during use.

Manufacturer narrative:
Section d catalog number updated from "m003we0400200" to "m003we0350200" section d gtin updated from "04546540702685" to "04546540702654."

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent stabilizer was broken/fractured during use.